Event description:
Additional information indicated that there was plan to perform a valve-in-valve intervention at some point. However, the patient had other, unspecified, medical issues that require resolution prior to the valve intervention. There was no report that these medical issues were related to the transcatheter valve itself.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3; b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that intravenous therapy (IV) furosemide was administered for the aortic regurgitation and pvl.

Manufacturer narrative:
Corrected data: b5/h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 29 days following the non-st-elevation myocardial infarction (nstemi), chronic congestive heart failure was identified. The physician indicated the heart failure was related to the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, the patient suffered a non-st segment elevation myocardial infarction with treatment including a large hadron collider and a drug-eluting stent in the right coronary artery. Approximately twenty-seven days later, the patient presented to the emergency department with complaint of shortness of breath, orthopnea which had persisted for the past "few" weeks, and a ten pound weight gain. A transthoracic echocardiogram was performed and showed moderate paravalvular leak (pvl) of the aortic valve and moderate mitral valve regurgitation. The ejection fraction was 60-65%. An x-ray of the chest was performed and showed bilateral pleural effusions. The patient was admitted and administered diuretic medication intravenously. Approximately three weeks later, a transesophageal echocardiogram was performed and showed the valve was well seated. Severe valvular aortic regurgitation, trace pvl, and moderate stenosis of the aortic valve were also observed. Approximately one month, one week later, the patient presented for a follow-up office visit. It was noted at that time, the patient was waiting on a possible abdominal carcinoma diagnosis with the potential for immediate surgery. A possible valve replacement would depend upon the diagnosis. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, the patient suffered a non-st segment elevation myocardial infarction (nstemi) with treatment including a left heart catheterization (lhc) and a drug-eluting stent in the right coronary artery. Approximately twenty-seven days later, the patient presented to the emergency department with complaint of shortness of breath, orthopnea which had persisted for the past "few" weeks, and a ten pound weight gain. A transthoracic echocardiogram was performed and showed moderate paravalvular leak (pvl) of the aortic valve and moderate mitral valve regurgitation. The ejection fraction was 60-65%. An x-ray of the chest was performed and showed bilateral pleural effusions. The patient was admitted and administered diuretic medication intravenously. Approximately three weeks later, a transesophageal echocardiogram was performed and showed the valve was well seated. Severe valvular aortic regurgitation, trace pvl, and moderate stenosis of the aortic valve were also observed. Approximately one month, one week later, the patient presented for a follow-up office visit. It was noted at that time, the patient was waiting on a possible abdominal carcinoma diagnosis with the potential forimmediate surgery. A possible valve replacement would depend upon the diagnosis. No additional adverse patient effects were reported. Additional information was received that intravenous therapy (IV) furosemide was administered for the aortic regurgitation and pvl. Additional information indicated that there was a plan to perform a valve-in-valve intervention at some point. However, the patient had other, unspecified, medical issues that require resolution prior to the valve intervention. There was no report that these medical issues were related to the transcatheter valve itself. Additional information reported that a valve-in-valve occurred 6 years, 11 months and 13 days following the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve. The second valve was a medtronic 34 millimeter (mm) transcatheter bioprosthetic valve. Additional information received from the physician indicated that the ¿other¿ medical issues, the non-st elevation myocardial infarction (nstemi), and the mitral regurgitation were not related to or caused by the transcatheter aortic valve. The nstemi was caused by coronary artery disease (cad). Additional information indicated that approximately 29 days following the non-st-elevation myocardial infarction (nstemi) chronic congestive heart failure was identified. The physician indicated the heart failure was related to the transcatheter valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician indicated that the ¿other¿ medical issues, the non-st elevation myocardial infarction (nstemi), and the mitral regurgitation were not related to or caused by the transcatheter aortic valve. The nstemi was caused by coronary artery disease (cad).

Manufacturer narrative:
Corrected data: b5 - removed "large hadron collider" from the first paragraph and replaced with left heart catheterization (lhc). Updated data: b5 - added fourth paragraph. H6 - added imf medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, the patient suffered a non-st segment elevation myocardial infarction (nstemi) with treatment including a left heart catheterization (lhc) and a drug-eluting stent in the right coronary artery. Approximately twenty-seven days later, the patient presented to the emergency department with complaint of shortness of breath, orthopnea which had persisted for the past "few" weeks, and a ten pound weight gain. A transthoracic echocardiogram was performed and showed moderate paravalvular leak (pvl) of the aortic valve and moderate mitral valve regurgitation. The ejection fraction was 60-65%. An x-ray of the chest was performed and showed bilateral pleural effusions. The patient was admitted and administered diuretic medication intravenously. Approximately three weeks later, a transesophageal echocardiogram was performed and showed the valve was well seated. Severe valvular aortic regurgitation, trace pvl, and moderate stenosis of the aortic valve were also observed. Approximately one month, one week later, the patient presented for a follow-up office visit. It was noted at that time, the patient was waiting on a possible abdominal carcinoma diagnosis with the potential for immediate surgery. A possible valve replacement would depend upon the diagnosis. No additional adverse patient effects were reported. Additional information was received that intravenous therapy (IV) furosemide was administered for the aortic regurgitation and pvl. Additional information indicated that there was a plan to perform a valve-in-valve intervention at some point. However, the patient had other, unspecified, medical issues that require resolution prior to the valve intervention. There was no report that these medical issues were related to the transcatheter valve itself. Additional information reported that a valve-in-valve occurred 6 years, 11 months and 13 days following the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve. The second valve was a medtronic 34 millimeter (mm) transcatheter bioprosthetic valve.